Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that during preparation, the guide wire was soaked in saline solution; however, the guide wire separated 40 cm proximal to the tip. The guide wire was not used inside the body. No additional event or pt info is available.

Manufacturer narrative:
Result: product performance engineering could not determine a conclusive root cause for the guide wire separation. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood visible. There was contrast visible on the coils. The core was separated at the proximal end of the hypotube. There was 1 mm for core extending from the proximal end of the hypotube. There was no other damage noted to the guide wire. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned balance guide wire. Analysis of the guide wire was able to confirm the complaint. Sem analysis of the guide wire attributed the failure to ductile overload at a bend. The cause of the bend in this incident is unk and there was no info in the incident description that would account for the guide wire bending; however, once bent, manipulating the guide wire could cause the guide wire to fracture, as described in the incident. The guide wire is delicate and can be easily damaged. It is possible that when removing the guide wire from the coil, the core was bent at the hypotube junction. Further handling, such as recoiling the guide wire to place in saline, could have fractured the guide wire. It is also possible that the bend happened in manufacturing; however, as the guide wire is checked for kinks and bends along the length several times, it is unlikely. Analysis of the device also found what appears to be dried contrast. An attempt to get clarification regarding how the guide wire was prepped was unsuccessful. In the case the root cause for the reported separation cannot be found; however, based on manufacturing records and analysis results, there is no indication of a manufacturing related quality issue. The lot history record was reviewed and there are no nonconformance associated with this lot number and part number. This MDR is considered closed by the product performance group.